Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer verified the reported problem. Review of the device diagnostic history noted a vent inop occurrence as reported. The service engineer replaced the data acquisition pcb board to address the reported problem. Final testing was completed to operating specifications.